Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10 h4: the lot was manufactured between january 19, 2023 - january 20, 2023. H10: the actual device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing of sample was performed, a leak was identified on the administration spike port bonding area of the returned sample. The reported condition was verified. The cause of the condition could not be determined; however a potential cause can be due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 1000 ml eva tpn bag leaked at the administration port. The event occurred during setup. There was no patient involvement. No additional information is available.